Event description:
On (B)(6) 2012, pt reported there are lines going through the display of her infusion device screen. Pt stated it used to be one line but now there are multiple lines going through the display. Pt reported the lines are making the figures partial and difficult to read. Pt stated the lines go through the middle of the screen where the insulin amount is displayed. Pt reported trying several new batteries and it doesn't make the screen batter. Pt stated the screen has been this way for at least 2 months now; maybe longer. Pt reported the issue is getting progressively worse. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.